Event description:
The customer stated that pt desaturated below 80%, and the monitor never alarmed.

Event description:
The customer stated that pt desaturated below 80%, and the monitor never alarmed. Datex-ohmeda rec'd add'l info from the hosp's biomedical engineering in 2002. The event occurred in 2002 at 15:30 with m-nsat module. The case was reported to datex-ohmeda. The pt was monitored with ECG, blood pressure and spo2. The pt's spo2 readings as indicated on the monitor were observed to go low and intervention was initiated. No spo2 alarm observed. The pt arrested and was successfully resuscitated. The monitor did provide an asystole alarm. There were no long-term consequences to the pt.